Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted (lot no. B44012 , 50748022). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), musculoskeletal pain ("muscle and joint pain"), dizziness ("dizziness"), headache ("headaches"), insomnia ("insomnia"), dyspareunia ("+++ dyspareunia"), urinary tract infection ("urinary tract infections"), asthenia ("+++ asthenia") and sciatica ("+++ recurrent sciatica pain") and was found to have blood pressure decreased ("drop in blood pressure"). Essure treatment was not changed. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, blood pressure decreased, musculoskeletal pain, dizziness, headache, insomnia, dyspareunia, urinary tract infection, asthenia or sciatica. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 26-oct-2023. The most recent information was received on 21-dec-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 48 year-old female patient who had essure inserted (lot no. 50748022, b44012). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criterion medically important), heavy menstrual bleeding ("heavy menstrual bleeding"), arthralgia ("muscle and joint pain"), dizziness ("dizziness"), headache ("headaches"), insomnia ("insomnia"), dyspareunia ("+++ dyspareunia"), urinary tract infection ("urinary tract infections"), asthenia ("+++ asthenia") and sciatica ("+++ recurrent sciatica pain") and was found to have blood pressure decreased ("drop in blood pressure"). Essure treatment was not changed. No causality assessment was received for essure with regard to pelvic pain, heavy menstrual bleeding, blood pressure decreased, arthralgia, dizziness, headache, insomnia, dyspareunia, urinary tract infection, asthenia or sciatica. Batch no~50748022 production date 2013-07-30 expiration date~2016-07-31. Batch no~b44012 production date~2013-06-25 expiration date 2016-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 21-dec-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.